Manufacturer narrative:
(B)(4). At this time vyaire medical has not received the suspect device. Once received, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator is alarming "inop" on start up. There was no patient involvement associated with this reported event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed r608 is faulty.